Event description:
Additional information received indicates that no product was returned, however the customer was able to provide logfiles for further investigation.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the suspect device was not returned for evaluation; however, the customer was able to provide log files for further investigation. Technical support was able to confirm the presence of the alarms along with an insp valve test error 6, indicating an inspiration valve failure. Tech support recommended replacing the inspiration block. The customer's reported complaint was unable to be duplicated as the device was not returned and root cause could not be established.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the deice exhibited tf 300, 316, 545, and 400 alarms. There was no patient involvement reported.